Event description:
It was reported that the closed hex end broke during the case.

Manufacturer narrative:
Visual inspection, material analysis, device history review, complaint history review, risk assessment; the reported event was confirmed upon visual inspection of the returned device. Mar was performed and it was found that rod rotational key fractured in mixed ductile and cleavage mode originating in the corner of the inner hex. No material or manufacturing defects were found. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The plausible cause of the reported event is user applying excessive torque and normal wear and tear of the device.

Event description:
It was reported that the closed hex end broke during the case.